Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right atrial (ra) lead all atrial tachycardia/atrial fibrillation (af) therapies were disabled due to the atrial lead position check failed. The ra lead remains in use. No patient complications have been reported as a result of this event.